Event description:
This report was received regarding a connection issue, which lead to peritonitis in a patient, coincident with dianeal therapy. On an unreported date, the patient was sleeping and the tubing came apart. Later, the hp was diagnosed with peritonitis, however the hp was not hospitalized for the peritonitis. However the treatment was reported as vancomycin intraperitoneally (ip) (frequency and dose not reported) and gentamicin ip (frequency and dose not reported). No additional information is available at this time.

Manufacturer narrative:
(B)(4). The exact event date is unknown, however the event is known to have occurred in (B)(6) 2013. The condition for the connection issue was not confirmed, as a batch review could not be performed and the sample was not returned to baxter for evaluation. The patient reported that the patient line accidentally disconnected, but there is not enough information in the event description to determine an assignable cause code for this connection issue. If additional relevant information becomes available, a follow up report will be submitted.